Manufacturer narrative:
(B)(4). Concomitant product(s):- part: 00771101120 name:femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 extended offset lot:60663853 . The investigation is still in process. Once the investigation is complete a follow up MDR will be reported. Multiple MDR reports were filed for the same event. Please see associated reports:0001822565-2017-05160.

Event description:
It was reported that a patient was revised approximately 9 years post initial implantation due to pain and high levels of cobalt and chromium. No complications or delays reported. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Reported event was able to be confirmed via op notes and photos of the implants. Black debris can be identified on the head and the stem trunnion. According to the x-ray review by an external surgeon, all the provided images show a normal radiographic appearance of a left (and partially imaged right) tha. Alignment is normal. No fracture of the hardware and normally fitted components. No areas of osteolysis which can be seen in the late stage of metallosis. Soft tissues appear normal. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 9 years post initial implantation due to pain and high levels of cobalt and chromium, and adverse tissue reaction. No complications or delays reported. Attempts have been made and no further information is available at this time.